Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was deployed from the left side, followed by two contralateral leg components implanted in the right side. The patient tolerated the procedure. Later in a follow-up study, a distal type I endoleak was revealed from the contralateral leg component (plc271000j/(B)(4)) on the right side. It was reported that the right common iliac artery had become aneurysmal. On (B)(6) 2018, a reintervention was performed whereby two contralateral leg components were implanted for distal extension into the right external iliac artery. The distal type I endoleak was resolved and the patient tolerated the reintervention procedure.